Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20ga x 1.00 in dp with maxzero tubing defective / damaged. It was reported by customer that nexiva catheter extension set "blew up" during CT scan when using isovue300 and isovue370. Verbatim: nexiva catheter extension set "blew up" during CT scan when using isovue300 and isovue370. Additional information received on 16aug. Hello, because the product was used on the patient in our emergency room, we do not have any packaging with a specific lot number. The product number is 383576. I also have the item in my possession that looks almost melted. The clinical staff will need to answer if anything happened to the patient. Thank you. Additional information received on 16aug. No harm to patient. All have been instructed to retain any future devices.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 sample and 2 photos submitted for evaluation. The reported issue of tubing defective / damaged was not confirmed upon inspection of the samples. Analysis of the sample showed that the tubing had ballooned, although without a batch number bd can not be certain of the pressure that was applied to the device. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.